Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope had a gap between the acoustic lens and ultrasound probe, the adhesive around the objective lens was chipped, and the adhesive around the light guide lens was worn. There was no patient involvement.